Event description:
The consumer reported an unconfirmed false negative results with the binax now covid-19 antigen self-test performed on (B)(6) 2022. The consumer performed an alternate testing on (B)(6) 2022 using an ihealth test that generated a positive result. Confirmation testing was not performed. The patient was symptomatic (slight headache, feeling "fizzy", sore throat).

Manufacturer narrative:
This report is being submitted to provide the initial report and investigation conclusion. Testing was performed at abbott diagnostics (B)(4), inc. On retained kit lot 173451 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 173451 and device part number 195-430h / lot 170827. The lot met the required release specifications. A review of the complaints reported asfalse negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 173451 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics (B)(4) was unable to determine the exact root cause of the reported issue; however, it could possibly be related to issues including the specific patient sample.